Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device passed tone check on self test. Device failed vibrate check on self test due to vibrator motor connector not properly connected to mtr1 on electrical board. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the pump has no alarm. The customer reported a very high blood glucose at the time of the event. The customer treated the high blood glucose with another pump. The customer did not complete troubleshooting. The pump will not be returned for analysis.